Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ldpq, implanted: (B)(6) 2014, product type: lead. Product ID neu_ptm_prog, product type: programmer, patient. Product ID neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The patient reported not being able to increase stimulation. The batteries in the patient programmer (pp) had already been replaced. A motor vehicle accident in 2015 (B)(6) was reported to have been possibly related to this event. The patient was in a bad car accident and was in the hospital for 4 months and was out of it for a month. The patient had turned off stimulation. The patient was advised to turn stimulation back on. He was on program 1 at 3.1 volts and was able to increase to 3.2 volts. He then couldn't go any higher. They were not seeing the upper limits icon. Turning the pp off and synchronizing and trying to increase stimulation was attempted several times. It would not increase. The patient then had to disconnect the call as his back was sore and hurting. The patient later called back for further troubleshooting. The patient increased with assistance from their friend to 3.7 volts and reported a comfortable level of stimulation in the appropriate area. Relevant medical history included gastrointestinal/pelvic floor. Follow-up was performed to determine if the issue with increasing stimulation was resolved, what actions were taken to address the sore back, and if the sore back was resolved. This event will be updated if additional information is received.

Event description:
Additional information received reported that the patient programmer (pp) involved with the patient not being able to increase stimulation was lost and the clinic provided the patient with an old one that was lying around the office. The issue of not being able to increase stimulation had been resolved. It was noted that after the car accident, the rep met with the patient and they were able to turn the device on and adjust stimulation. The rep had given the patient many refreshers on how to use the pp; however, the patient still struggled with using the pp and making adjustments as he was not retaining the training. The rep had not heard from the patient or clinic since the last meeting the patient and turning on stimulation.